Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -9.00/1.0/071 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. It was indicated that everyone was normal for the 1st four days after surgery but on the 5th day the eye was dilated; was prescribed medication (pilocarpine); but pigment dispersion started and red eye and server eye pain. A different surgeon had repositioned the lens but this did not resolve the problem. A 3rd doctor had prescribed alphagan p. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Health effect clinical code: 4581 - dilated pupil, pigment dispersion. Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).